Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed over-sensed noise and abnormal impedance exhibited by the right ventricular (rv) lead. The patient was scheduled for revision, and the lead was capped and replaced on (B)(6) 2025. The patient was discharged.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that the lead exhibited high pacing impedance.